Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "22.3 mmol/l" with the subject meter and "13.7 mmol/l" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/10/2014) - device evaluation: the meter and test strips involved with this complaint were returned on (B)(4) 2014 and (B)(4) 2014 respectively and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014 respectively with the following findings: the meter passed all testing with no faults found. The complaint was not reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 (06/13/2014) - follow-up report #1 (submitted on 6/10/2014), the date received by manufacturer should have been 6/4/2014 not 5/6/2014.

Manufacturer narrative:
Follow-up #3 - (06/16/2014) - follow-up #2 provided incorrect device returned to mgf date as 6/4/2014. The correct date is (B)(4) 2014.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.